Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value. The logs for the imaging system were reviewed by medtronic personnel. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, 2d imaging spins could be performed successfully with the imaging system however when moving into 3d mode, "3d mode disabled navigation not connected" was displayed on the mobile view station (mvs). It was reported hat toggling back and for the between 2d and 3d mode with the same behavior. A reboot of the image acquisition system (ias) resolved the issue and site proceeded with procedure. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.